Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, stent blockage occurred. The physician implanted the 3.50x32mm taxus express2 drug eluting stent in an unspecified location. An unk amount of time later, the pt was informed by their physician that the vessel "is now 90% blocked." The pt was scheduled to undergo another angioplasty and stent placement 302 days after the initial stent was placed. Further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.